Manufacturer narrative:
Information regarding suspect medical device section common device name: hemostatic device for endoscopic gastrointestinal use product code: qau information regarding the initial reporter section: occupation - unknown information regarding PMA/510(k): k200972 investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was visible on the device exterior. The nozzle of the device was misshapen. When tested as returned, the device sprayed as intended. A sample catheter was attached to the device and it sprayed as intended. The co2 cartridge discharged upon deactivation of the device and the co2 cartridge was fully punctured. At this point in the evaluation, the components of the regulator popped out of place. The lance, spring, ball, and two o-rings were all accounted for. The lance appeared to be correctly beveled. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated concerning device failure due to being unable to spray powder. Reference prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Information regarding suspect medical device section common device name: not available regulation name: hemostatic device for intraluminal gastrointestinal use product code: qau information regarding the initial reporter section: occupation - unknown information regarding PMA/510(k): den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an hemostasis procedure, the physician used a hemospray endoscopic hemostat. The device was set up, but it did not spray. The handle did not expel the powder. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence